Event description:
It was reported that during a procedure on a dual console system, the second surgeon side console (ssc2) experienced ergonomic errors, specifically related to the armrest, which caused the console to fault multiple times. The customer was able to recover from the errors and continued the procedure using the first console (ssc1), while requesting inspection and repair for ssc2. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer was dispatched to address the ergonomic errors reported on the surgeon side console, specifically error 23062 related to the ergo armrest. The engineer reviewed system event logs, inspected armrest connections at the motor and mceb, and ordered replacement parts including the mceb and column motor, which were delayed due to backorder. The system remained operable using the alternate console while awaiting parts and further troubleshooting.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the armrest motor module involved with this complaint to perform failure analysis. Failure analysis confirmed error 23062 in the logs, but the error could not be replicated during testing. The root cause of the ergonomic fault cannot be determined as failure analysis was unable to replicate the issue.